Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d9. Please see updates to d9, h6 and h10. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the foreign material remained in the air/water channel due to improper reprocessing caused by leakage from the bending section cover and switch 1. The final root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿-inspection of the endoscopic system.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's issue of ¿air/water leakage from the switch box and air leakage from the 'zoom' button¿ was confirmed. The following findings were noted during device evaluation: bending section leak and adhesive cracked, image guide-protector with part missing, light guide lenses cracked, and connecting tube wrinkled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera ii colonovideoscope had air/water leakage from the switch box and air leakage from the 'zoom' button. Upon inspection and evaluation, whitish foreign material was found inside the air/water-tube and inside the air/water-cylinder. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.